Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch diagnostic message. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported condition. The se updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.